Event description:
The customer reported that the companion li-battery pack (external battery) was installed in a companion 2 driver. The external battery led lights indicated it was fully charged but the battery was not recognized on the driver's display screen. There was no pt impact. The battery was inserted into another companion 2 driver, and it was recognized by the recognized by the driver for only a short time, then a red "x" appeared on the display. This alleged failure mode poses a low risk to a patient because the reported issue would not prevent a companion 2 driver from performing its life-sustaining functions. Companion 2 drivers have redundant sources of power. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.